Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device triggers for switching to reverse/oscillating drilling and mode selector switch off (lock), oscillating mode (forward/oscillating), on (forward, reverse) were loose. According to the reporter one button rotated one hundred and eighty degrees and got stuck over the bottom button and the doctor of veterinary medicine was unable to stop the saw while cutting in the patient. It was further reported that the doctor was able to pull the saw blade up vertically while still oscillating when he was making his cut into the bone. It was reported that there was a thirty-minute delay to the surgical procedure. It was reported that there was no harm to the patient. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported conditions that the small battery drive device triggers were loose and was unable to stop the saw was not confirmed. Therefore, an assignable root cause for the reported conditions of loose and unintended activation/motion was not determined. However, during evaluation, it was determined that the device had a sticky trigger, would not run, had device fractured-trigger and fluid ingress. It was further determined that the device failed pretest for general condition, check for sticky triggers and check power with power test bench. The assignable root cause was determined to be traced to maintenance.